Event description:
It was reported that while preparing to da vinci s system for surgery, the endoscopic camera manipulator (ecm) arm insertion axis was stuck. Isi technical support engineer instructed the customer to reboot the system and found error code #23007 appeared, also, the self test did not start. The system was restarted and the user interface panel led lights began to continuously blink. The pt had been under anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found when system the homed error code #23013 appeared. This error is associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. System error code #23013 appears when the da vinci s safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer, were out of specified tolerance for agreement. Upon determining this condition, the safety system put the da vinci s system in a "recoverable safe state". The system error code #23007 experienced by the customer appears when a sensor is out of specified tolerance for agreement on an axis potentiometer, thus causing the system error. The ecm was returned to isi for failure analysis investigation. Based on the system error logs, a potentiometer assembly and a motor assembly were replaced. The s5vp pca board was replaced to address the power up issue experienced by the customer. The pca board has been returned but failure analysis has not been completed. A follow-up MDR will be submitted once failure analysis is complete.